Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a loose drive support disk during the basic occlusion test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had insulin squirting out of the pump. The customer's blood glucose was 273 mg/dl. Customer treated with a manual syringe. Customer was unable to exit the preparing to prime loop. Customer received a compromised force sensor system alarm during troubleshooting. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer stated that the drive support cap was also sticking out. Customer also stated that the pump was not worn during priming. It was explained that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Customer mentioned that she was unable to complete the priming sequence. Insulin pump will need to be replaced. No add'l info provided.